Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s charger for the ilet system was not working/charging, and replacement supplies were shipped. Symptoms included no reported adverse clinical effects. Outcomes included no reported impacts to the patient. Investigation included customer service triage and logistical replacement of the charger. Investigation of this case revealed a suspected charger malfunction consistent with a power or charging accessory issue, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction due to an undetermined technical failure.